Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the touchscreen is unresponsive. Contact stated that when customer wakes the screen and attempts to unlock the screen, the screen is unresponsive. The customer's blood glucose (bg) level was 247 mg/dl. Contact stated customer would contact healthcare provider (hcp) to acquire back-up insulin supply to address bg levels and alternate insulin therapy.

Event description:
Additional information received stated that the customer used an old pump to address the high blood glucose level.